Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Physical resistance was encountered retracting the jacket. Stents deployed bilaterally to improve blood flow through limbs. Case was compelted successfully.